Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received repeated restart 38 alerts indicating a motor stall over several days despite multiple supply changes, with no other alerts reported. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem associated with a stalled motor, consistent with a device mechanical problem. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.